Event description:
Reporter alleged discrepant blood glucose values, during comparative testing with a professional method and back to back testing with the same meter. Reporter stated meter results were 460 mg/dl, taken at 16:37 back to back with a result of 42mg/dl at 16:42. It was reported that treatment for the patient was delayed and repeat testing was performed. Reporter indicated a lab result yielded a value of 51 mg/dl within 10 minutes of the original 460 mg/dl reading. Based on the lab result, patient was reportedly treated; however, type of treatment was not known. Quality control tests were stated to have been performed and values were within an acceptable range. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.